Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a possible peritonitis event coincident with automated peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotic (dose, frequency and duration not reported) for the event. Action taken with therapy and patient outcome were not reported. No additional information is available.